Event description:
Customer reported an issue with the panorama central station's server shutting down and two issues with the ambulatory telepacks having telemetry drop outs and the other unit had broken battery caps. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated both the server and ambulatory telepacks. System's error logs were collected for further eval for the shut down problem. One telepack was replaced and the o-rings on the battery cap were replaced on the other unit.